Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon reviewing transmission, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes caused due to far p wave oversensing occuring on a right ventricular lead. It seemed to be some noise on the lead. No intervention was performed to resolve the issue. No other information was available.

Event description:
New information available on (B)(6) 2018 that there were more episodes of non-sustained right ventricular oversensing observed. The patient was asymptomatic. Ventricular tachycardia episode was also noted. Lead noise was suspected. Lead replacement was discussed.